Event description:
It was reported that the patient expired in 2008 after an implant duration of approximately 1 day. It is unknown if the patient's death was attributed to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.